Event description:
The rep. Is reporting that during an acl there was an arthroscopic instrument that failed and caused a series of negative events. First of all the case reverted to open to correct the issue, this caused 2 hours of added time to the case. The acl repair was abandended and is being rescheduled sometime in the future.